Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and an increase in pacing threshold measurements due to a fracture. Additionally, a micro perforation was suspected. A subcutaneous implanted cardioverter defibrillator (sicd) was implanted and this rv lead was surgically abandoned and the associated device was electrically abandoned. An additional procedure will be performed to explant the system once there is confirmation the perforation did not result in further issues. No additional adverse patient effects were reported.